Event description:
Dealer alleged that the poppet valve is not shifting. The repair document states that the unit was alarming and shutting down and the gear clamp is loose.

Manufacturer narrative:
During testing and repair at the service center, the unit was alarming/red light and shuts down and the gear clamp was loose.  This was due to the poppet valve not shifting that led to the malfunction.